Event description:
At 3 years 1 month after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12 mm to 17 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 december 2021. Lot 177390: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.